Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; rf (radio frequency) head passed all functional and systems tests. Analysis found the label was missing.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported there was telemetry failure. The rf (radio frequency) head was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.